Manufacturer narrative:
The investigation determined that an unexpected negative vitros ahbc result was obtained from a vitros reactive quality control fluid processed on a vitros 3600 immunodiagnostic system. The assignable cause of this event is unknown. However, a pre-analytical qc fluid handling issue cannot be ruled out as a potential contributing factor. There was no evidence of an instrument or reagent malfunction contributing to the event.

Event description:
An unexpected negative vitros ahbc result was obtained from a vitros reactive quality control fluid processed on a vitros 3600 immunodiagnostic system. Vitros ahbc result 1.12 s/c (negative) vs. Expected 0.66 s/c (reactive). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. However, it cannot be concluded the patient results were not affected or would not be affected if the event were to recur undetected. There have been no allegations of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).